Event description:
Follow-up information revealed the patient underwent surgical information on (B)(6) 2015, where the patient's lead was explanted and replaced which resolved the reported issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a recent fall. As a result, the patient could not feel stimulation in her bilateral lower extremity. Reprogramming was unable to resolve the issue. Diagnostic testing revealed high impedance readings. X-rays were taken and revealed the patient's thoracic lead has migrated. The patient will undergo surgical intervention as the next course of action.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.